Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had foreign matter. The following information was provided by the initial reporter: complaint: venflon pro safety has a particle inside the sealed package and is contaminated.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had foreign matter. The following information was provided by the initial reporter: complaint: venflon pro safety has a particle inside the sealed package and is contaminated.